Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause may be that the locked position was not verified through an audible, tactile and/or visual feedback. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, safety shields are physically tested for functionality with samples from each lot produced. A corrective action is not required at this time. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a safety needle. The customer states the nurse was giving sq heparin to the patient with (B)(6) and the needle guard wouldn't close causing the nurse to receive a fingerstick after the injection. The needle guard would not lock into place over the needle.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.(B)(4).